Manufacturer narrative:
A global pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for the event of knee joint fluid retention. Additional information was received on july 15, 2015. Ptc results were added and text was amended accordingly.

Event description:
Corrective treatment: triamcinolone acetonide at a dose of 10 mg and arthrocentesis. Outcome: recovering.

Event description:
This unsolicited device case from (B)(6) was received on 08-jul-2015 from a physician (orthopaedist). This case concerns a (B)(6) female patient who developed joint fluid retention, knee swelling, knee pain and difficulty in walking after receiving treatment with synvisc. The patient's medical history was significant for asthma and hypertension. The patient's concomitant medications included paracetamol/tramadol hydrochloride (tramcet) for osteoarthritis and etizolam (depas) for psychosomatic disease. It was reported that the patient received 1 cycle of intra-articular synvisc injections since (B)(6) 2014 (consisting of 3 doses, at interval of one week between doses) for gonarthrosis. It was also reported that the patient did not have any history of drug-induced and non-drug allergy. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml, weekly (batch/ lot number and expiration date: not provided) into external suprapatellar region of the right knee, for right gonarthrosis (kellgren and lawrence (k and l) grading of right knee was grade iii; k and l grading of left knee was grade iii). It was reported that before this injection, the patient's general condition showed no sign of infection, and she had no per articular dermatological disorder, no intraarticular infection, and no intra-articular inflammatory symptoms. Also, reported that during the injection, a disposal needle and iodine-based antiseptic were used, while no sterilized gloves were used and no extraarticular leakage of synvisc was observed. On (B)(6) 2015, 2 days after receiving synvisc injection, the patient visited the reporting hospital, with severe pain in knee joint, and difficulty in walking due to knee swelling. This day was regarded as the onset date of severe joint fluid retention and 25 ml of fluid was removed through arthrocentesis. It was reported that the aspirated fluid was clear and yellow in colour. It was reported that none of culture test, crystal identification or cytodiagnosis was performed. The same day, the patient received triamcinolone acetonide (kenacort-a) at a dose of 10 mg and this steroid therapy led to an improvement of the symptoms. On (B)(6) 2015, the event resolved. Action taken: permanently discontinued. Corrective treatment: triamcinolone acetonide at a dose of 10 mg and arthrocentesis for the events of joint fluid retention, knee swelling and knee pain. Unknown for the event of difficulty in walking. Outcome: recovered/ resolved for the events of joint fluid retention, knee swelling and knee pain unknown for the event of difficulty in walking. A global pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporting orthopaedist's comment: there was no possible causative factor for the event other than synvisc. Seriousness criteria: medically significant and required intervention for the event of joint fluid retention. Additional information was received on 15-jul-2015. Ptc results were added and text was amended accordingly. Additional information was received on 25-aug-2015 from an orthopaedist. The events of knee swelling, knee pain and difficulty in walking along with their details were added. The event of knee joint fluid retention (knee effusion) was updated to joint fluid retention (joint effusion). The indication of synvisc was updated from gonarthrosis to right gonarthrosis. The patient's medical history, concomitant medications and concurrent condition were added. The onset date for the event of joint fluid retention was updated to (B)(6) 2015 (previously reported as (B)(6) 2015). The outcome for the event of joint fluid retention was updated from recovering to resolved. The reporting orthopaedist's seriousness assessment for the event of joint fluid retention was updated from non-serious to serious (medically significant). The reporting orthopaedist's comment was added. The patient's clinical course was updated and the text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (orthopedist). This case concerns a (B)(6) female pt who developed knee joint fluid retention after receiving treatment with synvisc. The pt had concurrent condition of asthma and hypertension. No past drugs, concomitant medication or medical history was reported. On (B)(6) 2015, the pt initiated treatment with intra-articular synvisc injection at a dose of 2 ml, weekly (batch/ lot number and expiration date: not provided) into an unspecified knee for gonarthrosis. On (B)(6) 2015, she received synvisc at 2 ml. The same day, the pt developed knee joint fluid retention and synvisc was discontinued. On (B)(6) 2015, the pt visited the reporting clinic and the fluid retention in the right knee was noted. Arthrocentesis was performed and 25 cc of joint fluid was aspirated. The fluid was not cloudy. The same day, the pt received triamcinolone acetonide (kenacort-a) at a dose of 10 mg. At the time of the visit on (B)(6) 2015, the pt was recovering from the event. Action taken: permanently discontinued a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.